Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed five times. However, during the fifth inflation at 16 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good after the procedure.